Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed storage spaces. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, resulting a delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failed storage spaces. A field service engineer inspected hh drawer 2.1 and noted that all pockets were removed from rows d and e. Hardware test application (hta) diagnostics were launched, confirming all pocket statistics were normal. The engineer tested functionality by moving pockets from populated rows to rows d and e with no issues, then returned them to their original locations. All row board and drawer controller cables were reseated. Performed preventative maintenance and installed replacement slide rail bumpers for drawer 4 due to sticking rails. The system functioned as intended after the field service engineer repaired the device.